Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown, product type: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the "hooks to ck battery level" stopped working. No further information was provided and no further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.